Event description:
In 2006, pt underwent an internal/external stent insertion performed by interventional radiology via fluoroscopy. The stent was functional. Nine days later, pt experienced ruq, constant pain and was instructed to uncap the biliary drain. He did this without significant output and the pt was admitted to the hosp for evaluation of possible biliary obstruction. The biliary catheter was connected by gravity to a drainage bag with minimal output. In preparation for a cholangiogram the following day, the drainage bag was inspected and the inlet outlet in the drainage bag was not open, but sealed. The drainage bag was changed and approx 150-200cc drained from the catheter. The cholangiogram was rescheduled for a later day.